Event description:
Dealer stated that the tdxsp-cg power chair would be driving and then the chair would stop. Through troubleshooting with our tech, it was determined the issue was the lockout switch.